Event description:
It was reported that the pump was placed at surgery (B) (6) 2009 and the dial was set at 10 ml/hr. The pt reported on (B) (6) 2009 that the pump was empty and experienced ringing in her ears and peri-oral numbness with headaches. The pt was instructed to go to ER. Fill volume: 400 ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not received at the time of the MDR report. Without the actual product or lot number, a complete analysis cannot be conducted at this time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.